Manufacturer narrative:
The customer was contacted for the return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Justification for no UDI: this product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) with an intrinsic pacemaker, the device failed to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.